Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during pre-cardiopulmonary bypass, the roller pump would power on during priming but would not enable the pumps to turn on just prior to bypass (power was on but flow display would not light up nor would pumps rotate). The surgeon was notified, the system powered down and back up without any error codes. The user tried running the 4:1 pump again, no response. As a result, an alternate roller pump was employed. There was approximately a three minute delay going on cardiopulmonary bypass (cpb) as the patient was cannulated. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 09-dec-2015: the perfusionist (ccp) indicated that during pre-cardiopulmonary bypass the 4:1 roller pump on their system-1, which was being used for cardioplegia (cpg), would power on during priming but would not enable the pump to turn on. They powered down the entire system and powered it back up. No error codes were observed. They tried running the 4:1 pump again with no response. The ccp switched out the roller pump for another one off a different system. The patient was cannulated and due to switching out the pumps, there was approximately a three minute delay going onto cpb. He also stated that had it stopped running while giving cpg, there may have been fatal consequences. The case was completed successfully, without associated blood loss. There was no harm observed.

Manufacturer narrative:
The complaint was unconfirmed. The customer declined repairs and service returned to the customer not repaired. The unit has been labeled as not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the pump was configured to stop on an arterial centrifugal stop or coast. The first two times the system was powered up, a perfusion screen was opened and a coast event occurred. While the main pump is in coast the roller pump will not start. The first time the coast state was active for 20 minutes until they exited the perfusion screen. The second time the coast state was only active for five seconds. This behavior is normal and expected based on the safety connections configured for the perfusion screen. There are instances, such as using blood cardioplegia, when it is desirable to have the cardioplegia pump stop when the primary pump stops. After the cardioplegia pump is placed, the user will be asked if they want to setup the cardioplegia pump to stop with the primary pump. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported issue. The pst observed the roller pump to operate as intended throughout evaluation. The pst attached the roller pump to the lab-use only (luo) system-1 (aps-1) power supply/central control monitor (ccm) and powered on. He observed the pump to power up properly with no loss of display. The pst power cycled the roller pump ten times by powering aps-1 power supply off and on, and observed the pump to power up properly with no power loss or loss of display. The pst inserted tubing, adjusted occlusion and started the pump in forward direction. He operated the pump overnight and observed the pump to be operational the following morning. The pst powered off the pump and moved to cold chamber for five an a half hours at 10 degrees celsius. He retrieved the pump from cold chamber, connected to aps-1 power supply/ccm and powered on. The pst observed the roller pump to power up properly with no power loss or loss of display. The pst inspected all components and solder joints with no anomalies observed. He continued to operate the roller pump for an additional five hours and observed no power loss, stoppage or loss of display. The roller pump was sent to service for further evaluation.